Event description:
In 2008 at 1:50 pm, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultrasmart meter is giving inaccurate erratic readings. The reported issue began in 2007 at an unspecified time. The pt reported blood glucose results of "68, 95 and 219 mg/dl" with a lifescan meter, performed greater than 20 minutes of each other. Based on statistical methodology, the calculated difference is invalid due to the time difference between the lfs meter readings. In original month, the pt tested on the lfs meter at "47 mg/dl" and "325 mg/dl." The pt did not take any action in regards to diabetes treatment and reportedly had symptoms described as "pain in chest" after the reported issue began. The pt was tested on an ER/hospital meter at "285 mg/dl." The pt had an x-ray test for his chest pain. His blood sugar was checked every hour and he was given insulin. The doctor increased his diabetes medication intake frequency to 3 times per day. It would have been helpful to obtain the following info: testing frequency, medication regimen, date and time of hospital visit, blood glucose readings, food intake, and recent changes to diabetes medication regimen/testing frequency. During troubleshooting the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the testing technique is not correct, the puncture area was cleaned appropriately, the blood samples were from an approved source, and the reported meter reading was confirmed in the meter's memory. This complaint is being reported because the pt alleged that she was treated at the hospital with insulin and was found to be hyperglycemic after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.